Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was in the hospital for a heart attack. She was disconnected from the insulin pump. The customer was at home with high blood glucose levels that she could not control. Customer's blood glucose level was 575 mg/dl. The customer did not have high blood glucose symptoms. She changed her infusion set three to four times in twelve hours. The high pressure test passed the second time. The device was not returned.